Event description:
Patient reported that overnight while patient was sleeping his v-go device fell off. Patient stated that he might have slept a little rough and when patient woke up patient noticed the v-go was sticking to his wife but the needle did not puncture her skin. Patient stated that he wears the v-go on his abdomen and assumes that the v-go was worn for about 9 hours before it fell off. Patient said that he followed proper procedures of shaving and cleaning area with alcohol swabs before applying v-go. Patient stated that this is the first time this has happened. With the device that fell off, he felt the adhesive pad and it was not sticky anymore.